Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the lead replacement procedure, pacing lead stimulation could not be achieved. A second pacing lead was attempted and only sub-optimal pacing could be achieved. The first lead was removed and the second lead remains in use. No patient complications have been reported as a result of this event.